Manufacturer narrative:
The customer was unable to provide additional details regarding the event. A spacelabs healthcare field service engineer (fse) went on site for an unrelated call to upgrade the software on all the exhibit central stations and exhibit telemetry receivers for the site. This process deletes all previous device logs and as a result, no further investigation was able to be conducted into this issue. Due to lack of event information provided by the customer and loss of device logs, the cause of the reported issue could not be determined note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported a failure to alarm for ventricular tachycardia. There was no patient or user harm associated with this event.